Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that high out of range pace impedance measurements were exhibited when it comes to this right atrial (ra) lead. A lead fracture was also alleged. The patient was planned to be brought in for further testing. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that high out of range pace impedance measurements were exhibited when it comes to this right atrial (ra) lead. A lead fracture was also alleged. The patient was planned to be brought in for further testing. Additional information noted that technical services (ts) reviewed the data and confirmed stored events showed noise on the right atrial channel and discussed in clinic follow up to assess the ra lead. No adverse patient effects were reported. The lead remains implanted.